Event description:
Prior to a ptca procedure, foreign material was found on the catheter. After removinga the product mandrel, a foreign material was found on the tip of the catheter. The procedure was completed using another device.